Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Final analysis found a measured data discrepancy, due to a defective integrated circuit. As received the pulse generator was in bvvi mode due to non-maskable interrupt. An external power supply was connnected, and the software could be downloaded. The data discrepancy could then be reproduced at a battery voltage of less than 2.50 v.